Event description:
End user was rising from the chair when she pushed the joystick control which made the power wheelchair move forward pushing her down the stairs.

Manufacturer narrative:
The chair did not malfunction. The end user was rising from the chair when she inadvertently pushed the joystick forward causing the chair to move forward.